Event description:
Additional information was received from the patient, stating that because of back pain they do not sleep much. They believe they fall asleep standing up but you fall. The fall didn't seem to hurt physically anything. Patient said that lack of sleep is what caused them to fall. Around the time of the fall is when they could max out the controller and not feel anything always, they would get shocking sensation the back down a bit and leave it then. Patient said that they are meeting rep this week to see what they conclude about the cause of the issue.

Manufacturer narrative:
B.5. Updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they could not connect to charge implanted neurostimulator(ins), and said this started about 3 days ago. Patient (pt) stated that they had a fall several months ago, later stating it was 4-5 months ago. Patient said since then they have had to turn stimulation up all the way to get relief, but still didn't feel anything. They said they went into the doctor's office and met with manufacturing representative (rep) a couple weeks after the fall and they tried to adjust stimulation but the patient still didn't feel any stimulation. Patient didn't think the implant has moved or flipped and says representative checked it with their tablet and said everything looked fine. Patient said they last successfully charged 4- 5 days ago and says they charge implant every day. Patient has tried passive recharge mode (prm) but could not get implant to start charging. The issue was not resolved. A request was sent to the repair department to replace the recharger (rtm). Patient called back repeating information from previous call and that the issue was not resolved. Patient mentioned that they received the recharger and tried to use it but it was doing the same thing; patient added that they were getting no device found and that they did a controller reset but were still unable to locate the implant. Patient noted that ever since their fall everything felt right and the mdt rep said everything was fine but they have had to max out the stimulator and still don't feel stimulation; patient added that they have it so high and should feel a shocking sensation but never do. Agent walked patient through starting a charge session and patient could hear the recharger clicking but they got no device found and entered passive recharge mode with all 97s. Patient mentioned the numbers shifted to 96/97/97 and then after a while to 94/97/97 and that it was taking a long time on looking for device. After one full cycle patient got unable to recharge. Agent sent a request to repair to replace the controller.patient called back stating they received the replacement controller; however, were still seeing no device found. Agent asked if patient had been able to complete the setup process of the replacement controller and patient stated they had not, as the controller would get to the connect the recharger screen and would then display no device found. Patient connected the recharger and no device found displayed; patient pressed recharge and, after pressing continue on position screen, no device found again displayed. Agent confirmed through serial number that patient was using recently replaced recharger and controller. Patient reset the controller and confirmed no visible damage to battery pack or controller. After reset, setup or implant displayed and again no device found. Agent reviewed previously documented information regarding patient's fall and patient stated shortly after the fall hcp did do some imaging and they thought the hcp said one lead has never been good since the time of implant but the other one is fine; patient commented they are pretty sure that was what said but don't quote them on that. Agent redirected to hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturing representative (rep) called and was with the pt(patient) and started by noting the pt has been having recharging issues for about a month. The caller states the pt's new components are not 'clicking' when they try to connect/charge the pt's implantable neurostimulator (ins). The screen is only displaying 'no device found' even when the recharge option is selected. The caller was asked if they have any of their own controller/rtm components and the caller did have an rtm (recharger telemetry module). The caller tried their rtm with the pt's new controller and the same issues occurred. Rep tried setting up for implant and it went to 'no device found'. Rep tried 'clinician' option in tech mode and the rep said it 'clicked' but there was no further advancement. The rep tried to disable device and it did not proceed as expected (did not ask if they wanted to disable the device.) The pt's rtm and pt's controller were then used to try to disable device and the function processed as expected. At this juncture, the rep was able to ge t to passive charge mode with numbers in the high 80s to 96. Agent advised the caller to continue in passive charge mode and if it did not roll over to normal charging after 3-4 passive charge cycles to try to disable the device again. Agent to send an email to rep and requested the rep let pats (patient technical services) know if the device did not go to normal charging. If it does not go to normal charging, agent to escalate the case.